Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in (type 1 bone). Primary stability and osseointegration were not achieved. The clinician states implant spun as threads were not aggressive enough to catch. Clinician reports that he followed recommended drilling protocol. The implant was removed on (B)(6) 2013. Another implant was successfully placed during the surgical procedure. Medical history: no significant findings.

Manufacturer narrative:
Primary stability was not achieved. Another implant was successfully placed during the surgical procedure.